Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient was experiencing painful stimulation. According to the caller the patient started getting a real bad sharp pain to the left side of their stomach on the bottom. The patient indicated that the area the pain was in is where it hurts if stimulation is programmed too high and the patient thought that the pain was from stimulation being too high. Additionally, the caller indicated that they had not touched their patient programmer (pp) and was wondering why they were feeling pain when the patient did not have pain before. The patient thought that the pain started because the pp batteries are dead and now the ins was not working. It was reviewed with the patient that the pp batteries do not affect the ins. During the call the patient's stimulation was confirmed to be turned on and there were no reported falls or trauma associated with this issue. The patient was assisted with decreasing stimulation from 1.4 to 1.3 on program 1 which resolved the painful stimulation. The patient wondered if lowering the stimulation would affect how therapy worked for their symptoms and was advised to monitor their symptoms and follow-up with their healthcare provider (hcp) if needed. The issue was resolved during the call, but was described as sudden in nature. There were no further complication reported or anticipated.